Event description:
It was reported that the new black touch pens do not track well on the programmer screen, especially when performing touch and hold tests. The caller stated that the pen moves too easily. The caller also noted that this is a complaint on all of the new pens and not on a particular pen or programmer. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a specific lot number or device serial number, the manufacturing date cannot be determined.